Event description:
Customer reported to sales representative that during thoracoaoritic aneurysm repair, suture customer was using frayed/split from the needle swage to about 6 inches away. No adverse events were repoted. Surgeon obtained a replacement suture and was able to complete procedure.